Event description:
The hospital reported that during a coronary artery bypass procedure, three heartstring iii devices did not load properly. A replacement device was used to complete the procedure. The hospital did not report any pt effects. Refer to MFR report # 2242352-2012-00858 and 2242352-2013-01170 for the related reports.

Manufacturer narrative:
The device was returned to the factory for eval. There was no evidence of clinical usage or blood on the device. The delivery device was returned inside of the loading device. The seal was located under the window and was bent and cracked. The green slide lock and the white plunger were not depressed on the delivery device. Based upon the evaluation results, the reported complaint was confirmed for failure to load. A lot history record review could not be performed as the product lot number is unk. (B)(4).